Event description:
This MDR is filed to give a response to ufr (B)(4).

Manufacturer narrative:
It was reported that the ventilator ventilated with a respiratory rate (rr) of 20/min, although 60/min was expected. The device was checked on site by a draeger service representative and found to be fully functional. The user logs were captured and forwarded to draeger medical for further investigation. The log analysis showed no entry for any functional problem. The log shows that for several days a difficult ventilation was performed with multiple alarms, e.g. For airway obstruction, mvlow and vtlow. On (B)(6) 2012, the date of the reported event, the rr for apnea ventilation was changed from 50/min to 20/min. Some minutes later an apnea situation occurred and the ventilator started to ventilate with the rr of 20/min. It is likely that this situation is coincident with the reported event. The manufacturer comes to the conclusion that the device behaved as specified and ventilated during an apnea condition with a rr as being set by the user.